Event description:
On (B)(6) 2013, the patient contacted animas, alleging that the display screen was dim and discolored. Patient stated that the dim display issue had worsened gradually since about 6 months ago and issue was not resolved by battery change or contrast reset. Patient denied that there was trauma or moisture exposure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).